Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported wireless connectivity issues on pcus with most displaying error code 600.6875. There was no patient involvement.

Event description:
It was reported wireless connectivity issues on pcus with most displaying error code 600.6875. There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported wireless connectivity issues on pcus with most diplaying error code 600.6875. There was no patient involvement.